Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Crm-sal-2023-001: the device was implanted on (B)(6) 2022. The patient is pacemaker-dependent. On (B)(6)2022, the battery impedance was 0,23 kohms with a residual longevity 5 years. A follow up is scheduled on (B)(6) 2023.